Event description:
The customer reported that there was excessive smoking and failure of the seal resulted in bleeding despite proper cleaning of the instrument. A new device was opened to complete the case. There was no pt injury.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.